Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 190mg/dl. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. However, unit passed the basic occlusion, occlusion and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.